Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: 1997-(B)(6), product type extension, product ID 7435, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient¿s device got ¿jarred¿ and misplaced, which occurred when the patient was arrested. It was noted that the device got pulled a little bit when the patient was put into the police car and the device did not feel like it was in the same place. Additional information received reported that the device ripped lose in the pocket 2-3 weeks ago, it had moved down in the pocket, was pushing against the skin, and there might be possible bruising. It was noted that ¿if you touch it,¿ the patient ¿about lose[s] it.¿